Manufacturer narrative:
(B)(4). Additional information requested but not received: can you please explain more how it did not form properly? In the first part staples was formed badly and continued cutting without staple formation. Did staples appear malformed or unformed in the tissue after firing the device? Yes, malformed and unformed. Or, were staples missing or staple lines incomplete but the tissue was cut? Yes. If yes, please explain. In the final part of the trigger the staples were not formed and the tissue was cut if the stapler did fire was the staple line complete? No. If no, please explain. In the last third of the trigger only there were cutting of tissue.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional information requested but not received: can you please explain more how it did not form properly? Did staples appear malformed or unformed in the tissue after firing the device? Or, were staples missing or staple lines incomplete but the tissue was cut? If yes, please explain. If the stapler did fire was the staple line complete? If no, please explain. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
During a sleeve gastrectomy procedure, the green reload of the echelon 60 failed. It did not form correctly the staple line. The stapler worked well with other reloads. Procedure successfully completed, the surgeon solved the problem by manually suturing the staple line. Procedure was delayed twenty minutes. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Photographic analysis: four photos and two videos were provided; picture one shows tissue with several staples on it. No malformed staples are noted. Pictures two and three show a green reload from top view. The reload can be seen partially detached, with the pan partially dislodge from the left side proximal end and with the pan damaged as if was clamped over a hard object. Video one shows tissue with staples. No malformed staples are noted. Video two shows a green reload from top view. The reload can be seen partially detached, with the pan partially dislodge from the left side proximal end and with the pan damaged as if was clamped over a hard object. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.